Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation, unless the implantable neurostimulator (ins) was pressed. There was no known related incident or accident reported. It was later reported that the pt had some high impedance readings and the stimulation went off when the pt moved. No info was provided related to the pt's outcome. Additional info was requested, but not available as of the date of this report. A f/u report will be filed if additional info becomes available.